Manufacturer narrative:
Internal reference number: (b)(.4) revoked asr exemption number e1997036 'report late due to asr to individual reporting transition.'

Event description:
Implant failed due to failure to osseointegrate.